Event description:
It was reported that this implantable lead was part of the system revision due to infection. Reportedly, the patient had diabetes and was planned to have long term antibiotics. No adverse patient effects were reported. The implantable lead was explanted.